Event description:
It was reported that there was a "lead failure". It was later reported that both the atrial and ventricular leads had low impedance and the atrial lead had a possible fracture. The leads have been replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a "lead failure". Follow up information was attempted to determine which lead had the failure, however, the information was unable to be obtained. The leads have been replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.